Event description:
It was reported by service report that the head end left and right side rails would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail arms too tight.